Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and spontaneous deflation/inflation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning pump. A revision surgery was performed, during which the physician confirmed that the pump intermittently deflated and inflated on its own. The device was explanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Spontaneous deflation, mechanical issue, spontaneous inflation and collapsed/dimpled/flat are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning pump. A revision surgery was performed, during which the physician confirmed that the pump intermittently deflated and inflated on its own. The physician also confirmed that no hole was observed in the pump, the pump bulb remained flat, and no air was observed in the device. The device was explanted and replaced. There were no patient complications.